Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal four to five tampons fell apart leaving pieces inside. She manually removed remaining tampon pieces. She saw her obgyn and it was confirmed no tampon pieces remained inside.